Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the returned meter, the standby current test was 0.8ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function were all ok. We tested the suspected meter with in house control solution and retain strips (lot #d160526-1). The control solution tests for level low were 55/54 mg/dl, for level high were 232/236 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190-290 mg/dl. All results were within the acceptance range. Pass. According to reporter's describe,the suspected strip lot #d121210-1, which was manufactured on 12/10/2012 and already expired on 12/10/2014. Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
This is a supplemental report to initial report 3005862821-2016-00122 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(4) care on 12/27/2016 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (b)(5) on 11/24/2015. According to reporter's describe,the suspected strip lot #d121210-1, which was manufactured on 12/10/2012 and expired on 12/10/2014. Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 10:45am after receiving inconsistent blood glucose results from the prodigy diabetes meter. The end user did not have any symptoms but visited the ER after becoming concerned with higher than normal blood glucose results. The reading on the prodigy meter at the time of the medical event was 282 mg/dl. Upon arrival to the ER her blood glucose dwindled down to 75mg/dl and no treatment was administered. No discharge instructions were given and there were no recent medication changes. No further details were provided.